Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent was damaged post-deployment. The 80-90% stenosed, de novo target lesion was located in the moderately tortuous left anterior descending artery with a bend greater than 90 degrees. A 38 x 2.75 promus elite mr drug-eluting stent was advanced and deployed. Post-dilatation was performed with a 3.5x8mm nc balloon catheter at 12 atmospheres. However, during fluoroscopy, it was observed that there was mid-stent longitudinal elongation between segments. Post-dilatation was again performed with nc balloons and the procedure was completed. No patient complications were reported and the patient was stable.